Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 17 of 18 devices were returned for evaluation. We are awaiting the return of 1 device. Evaluation of 12 devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 2 devices found excessive wear due to a lack of proper maintenance and lubrication. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of 3 devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did heat up during evaluation. The devices were repaired and returned to the customers.

Event description:
This report summarizes 18 malfunction events where a midwest e pro handpiece overheated. In 2 events, the patient outcome is unknown despite reasonable follow-ups. In 2 events, a patient experienced a minor burn that did not require intervention. In 14 events, no injury resulted.